Manufacturer narrative:
The lens was returned inside specimen cup in an unknown solution. The lens has been cut into three pieces. The power and resolution could not be evaluated due to the extensive optic damage. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint of fluctuating vision. The lens was returned in pieces. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporting facility has not provided any further information. The replacement lens information was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the lens was explanted. Reason for explant was unknown at the time. Additional information indicating that the patient's vision was experiencing fluctuations.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).